Event description:
Litigation papers allege the patient will need many years of continuous medical treatment as a direct and proximate cause of his asr implant. **update: (B)(4) 2011 plaintiff fact sheet received with part/lot information. (Right hip) this information does not change the investigational results. **update** (B)(4) 2013-sales rep reported revision surgery on right hip due to pain. There was no new information that would change the outcome of the investigation. **update** - medical records received (B)(4) 2013. Revision operative reports indicates patient was revised due to pain; brownish fluid; fretting wear debris at the neck head junction, stem femoral sleeve junction, the head sleeve/neck junction and at the medial side of the stem at the stem sleeve junction. Adapter sleeve, femoral stem, and femoral stem sleeve added to complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.